Event description:
It was reported that the buttons on the insulin pump were not working properly. Customer stated that she was giving herself a bolus and the numbers begun to ramp up. Customer's blood glucose reading at the time of the call was 8.5 mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded up and down button on keypad trace. No unexpected numbers ramping during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.